Event description:
Emd personnel were delivering 360 joules to pt who was lying in floor. (Pt had urinated therefore, carpet was wet) and received a shock. It is also thought that pt's hand was touching the emt's knee.